Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 04/08/2015 stated the following- reporter alleges: in or about 2001, the customer began using an insulin pump. On or about (B)(6) 2013, the customer was using a medtronic minimed paradigm insulin pump. On or about the afternoon of (B)(6) , 2013, the customer's insulin reservoir was filled with a three day supply of insulin. On or about the early morning of (B)(6), 2013, at approximately 2:00 a.m., the customer was seen in his room, sleeping. The customer was responsive at this time. On or about the morning of (B)(6), 2014, the customer was found in his room and completely unresponsive. Paramedics were called and the customer was declared deceased. His cause of death was diabetic ketoacidosis with severely elevated glucose levels.